Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motion sensor test failure alarm during rewind. The customer's blood glucose level was unknown. Insulin pump will not be return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm the motion sensor test failure alarm or perform the displacement test, occlusion test, prime test and excessive no delivery test due to motor error alarm.